Event description:
It was reported that the patient had more success with the trial than the actual implant. It was reported that the patient had good results during the day but was still working with programming to help more successfully at night. It was later reported that the total implantable neurostimulator system was removed, because the patient was newly diagnosed with multiple sclerosis and needed magnetic resonance imaging scans. There were no abnormal impedance measurements. The patient recovered without sequelae. See also MFR report # 3004209178-2012-08630.

Manufacturer narrative:
Product ID 3093-33, lot# v648672, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3093-33, lot# v514854, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, (B)(4).